Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Connected the ablation catheter. There were no errors. They zeroed the catheter. As soon as they went on ablation with 50w, the force would go as high as 73grams. They zeroed twice but it still did the same thing. They changed the cable but it did not resolve the issue. Physician asked them to change the catheter. They changed it and the issue was resolved. The procedure was delayed 10 minutes due to the reported event. The procedure was completed successfully. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-apr-2024 there was presence of reddish material and a hole in the surface of the pebax. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 11-apr-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-mar-2024. The device evaluation was completed on 11-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and (test) evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer's reference number:(B)(4).